Event description:
Before an implant procedure, the device was noted to be in backup vvi mode. The device was not implanted and therefore no patient involved in the event.

Manufacturer narrative:
Additional information: the reported event of backup vvi was confirmed. The device went into backup vvi due to watchdog error, which is an error where the device fails to register the memory. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. The cause of the reset was undetermined.